Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market study, the scope cultured positive for roseomonas mucosa after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the post market study, an endoscopy support specialist (ess) was dispatched to the user facility to perform an observation on the technician who reprocessed the scope. The ess observed the tech perform leak testing and manual cleaning of a tjf-160vf. All steps in the reprocessing manual were performed. The ess noted the forceps elevator and recess at the distal end of the scope were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first, additionally, obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automated endoscope reprocessing (aer) machine. An engineer was dispatched to the facility to review the sampling technique of the sampler who took the sample of the positive scope. There were no deviations observed during the audit. The scope was sent for sterilization at an independent laboratory and returned to the service center for a physical evaluation. A visual inspection was performed on the channels and noted a black mark and kinks inside the channel from the bending section side. The channel from the control body section was checked and found grayish stains. The suction channel was inspected and did not find any kinks, stains, or any foreign material. The image was checked and the image is normal. A scope passed the leak test. The service group noted the scope had dents and scratches on the distal end cover. The kinks to the channel and dents to the distal end cover can potentially be attributed to handling from stress/impact to the scope. A review of the service history indicates the loaner scope has received service via two repairs in the past two years. The exact cause of the stains and the reported positive culture could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The re-culturing results were received from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing of the scope. The sample which was collected from the endoscope tested positive for microoccus luteus (1cfu). The organism was categorized as low concern. Persistent organisms were not detected during re-culturing. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates. According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.